Event description:
This event occurred during a lumpectomy study conducted by the manufacturer. Event description submitted to (B)(6): subject underwent right breast open lumpectomy with complete axillary dissection on (B)(6) 2011. Subject came into office for f/u on (B)(6) 2011. On (B)(6) 2011, subject returned to office for additional f/u and it was noted that pt had developed a significant cellulitis on (B)(6) 2011. The pt was then treated with oral augmentin. In clinic, 17 cc's of purulent fluid was aspirated from the wound site and the pt was admitted to hospital for IV antibiotics and monitoring. Pt was discharged from hospital on (B)(6) 2011. On (B)(6) 2011, pt returned to the physician's office and 13 cc's of sanguinous fluid was aspirated. On (B)(6) 2011, an additional 2 cc's of serous fluid was aspirated. On (B)(6) 2011, pt was noted to be off antibiotics for two days. The pt has had no additional adverse events.

Manufacturer narrative:
The facility did not retain the device but did provide the lot number. An investigation of the lot history record will be conducted. The manufacturer will file a f/u report once the investigation has been completed.